Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04171. The device was returned for evaluation. During visual inspection, two punctures were noted on the strain relief approximately, located 0.5 inch and 1 inch proximal to the distal end of the strain relief. The liner was torn underneath the strain relief, approximately 6.25 inches in length, starting from 3 inches distal to the comnut. Hdpe damage was located 3 inches from the comnut. The first liner strand was noted 3.75 inches from the comnut, 1 inch in length. The second liner strand was located 5.5 inches from the comnut, 0.5 inch in length. The distal tip opened as designed. Due to the condition of the returned device, no applicable functional testing was able to be performed. Liner thickness were measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. Due to the condition of the liner strands (stretched), measurements were not performed on them. All measurement met specification. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and also revealed no nonconformances. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and procedural training manual were reviewed. During delivery system insertion through sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Aspirate as necessary during delivery system insertion. Take care when handling. Do not bend system either at the handle or tip. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. The thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. To prevent possible leaflet damage, the thv should not remain in the sheath for over 5 minutes. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment (pra) has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. As there was no confirmed edwards defect, no corrective or preventative actions are required. However, after review of the similar reported issues per the pra, a corrective action preventative action (CAPA) was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in the control phase. The events were confirmed through evaluation of the returned device. However, no manufacturing nonconformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. As reported, 'commander catheter with valve could not advanced due to severe scarring of the right groin. The sheath was damaged and the system had to be replaced'. Access vessel characteristics such as severe scarring can create a challenging pathway for delivery system insertion/advancement through the sheath. Scarring can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance. This patient factor, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement, and resulting in bent valve struts. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (scar tissue) may have contributed to the reported event. Per evaluation of the returned device, the esheath was noted to have torn liner and two liner strands. Additionally, the crimped valve had a bent strut. As resistance during delivery system insertion was experienced, it is possible that the devices were excessively manipulated to overcome any difficulty. This may have led to the crimped valve to interact with the sheath, leading to the observed liner tear and strands. Per training manual, 'do not over-manipulate the sheath at any time'. As such, available information suggests that procedural factors (excessive manipulation, valve caught on liner) may have contributed to the reported event.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case the commander delivery system with valve could not advance due to severe scarring of the right groin. The sheath was damaged (liner torn) and the system had to be replaced. The esheath, delivery system with the valve were all safely removed and another kit was used. As per medical opinion, scarring in the vessel was the perceived root cause of the event. During preliminary engineering evaluation of the sheath two liner strands were observed.